Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after the needle is injected, withdraw it a little and then inject again, the tip of the needle pierces the cannula. Deprecated and replaced with new ones.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-w¿ IV catheter with wings 24ga 0.75in the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after the needle is injected, withdraw it a little and then inject again, the tip of the needle pierces the cannula. Deprecated and replaced with new ones.